Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed red screen during a routine check. Technical services (ts) was requested to review report, noted two fault codes for charge time. Ts discussed a review of data can be performed or the device can be replaced. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed red screen during a routine check. Technical services (ts) was requested to review report, noted two fault codes for charge time. Ts discussed a review of data can be performed or the device can be replaced. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed red screen during a routine check. Technical services (ts) was requested to review report, noted two fault codes for charge time. Ts discussed a review of data can be performed or the device can be replaced. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. Memory review confirmed that a long charge error and charge timeout occurred. A commanded high energy charge resulted in a charge timeout. The pulse generator case was removed. Visual inspection of the interior of the device case identified damage to an electrical resistor. The dump resistor was removed from the circuit and x-ray imaging of the circuity under the bubble noted an anomaly and open circuit lines. Resistance measurements of the dump resistor noted a resistive connection between internal components. This prevents the high voltage capacitors from charging. This type of anomaly was likely due to a shorted trace. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.